Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the talar component has subsided.

Manufacturer narrative:
The reported event can be confirmed, based on available CT scans and healthcare expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that "the information given by the treating surgeons; loosening and migration (subsidence) of the talar component - can eb confirmed with the images from the CT scan. There is radiolucence and some cysts and significant substance loss. The underlying cause is patient related due to poor bone status. The tibial component shows no significant radiolucence or cysts and therefore no clear sign of loosening or migration is visible." Based on investigation, the root cause was attributed to patient related issue. The failure was caused by presence of cysts and significant bone loss which results in instability of implant cause its failure. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the talar component has subsided.